Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc freestyle libre sensor. A customer obtained a sensor reading of 3.2 mmol/l and self-treated with sweets. The customer began to feel bad and self-presented to a hospital where he had contact with a healthcare provider and obtained a reading of 32 mmol/l on an hcp device. Customer was diagnosed with hyperglycemia and treated with intravenous insulin and hydrating serum. There was no report of death or permanent injury associated with this event.